Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No unexpected pump error 15/23/29/49 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 15 alarm found in the pump history file/trace on 24-jun-2025 at 05:14:13. Pump error 15 alarm due to hardware error (line number 442 file number 38). Pump error 23 alarm found in the pump history file/trace on 24-jun-2025 at 05:14:40. Pump error 23 alarm due to hardware error (line number 442 file number 38). Pump error 49 alarm found in the pump history file/trace on 24-jun-2025 at 05:14:15. Pump error 49 alarm due to hardware error (line number 442 file number 38). No pump error 29 alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump error 15/23/49 alarm due to hardware error. Pump error 29 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15(the critical block and inverse critical block did not add to zero.), pump error 23 (post-reset ram crc alarm), pump error 29 (an unexpected hardware reset occurred.) And pump error 49 (history pointers failed. The history pointers are corrupted.). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the error and was able to complete rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1885 was requested and customer response was the device will be returned.